Manufacturer narrative:
(B)(4). D10: 183073 - vanguard cr por fmrl-lt 72.5 -156090. 183460 - vngd cr tib brg 10x79/83 - 156090. 184766 - series a pat std 34 3 peg - 362010. 3095040 - depuy gentamicin bone cement - 2641200. 3095040 - depuy gentamicin bone cement - 2641200. G2: foreign country: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left total knee arthroplasty. Subsequently, the patient experienced pain and was revised due to both femoral and tibial loosening and instability approximately 16 years post-op. All components were revised. During surgery, cement was found in the posterior knee space. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d4; g1; g3; g6; h1; h2; h3; h4; h6; h10. The event cannot be confirmed. Visual examination of the provided photos identified explanted femoral and tibial components covered in bio-debris. No devices were returned and no further evaluations can be made from the photos provided. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were provided and reviewed by a healthcare professional. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.